Event description:
It was reported that the device was undersensing p-waves and switching between dddr and mode switch. It was noted that patient was in an atrial flutter. The device was reprogrammed but undersensing continued. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.